Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was air in the flushing system of the sheath. When inserting the sheath into the body and trying to maintain a constant flow of heparinized saline, it was noticed that there was air in the flushing system of the sheath even though it was properly flushed during preparation of the sheath. When trying to flush again, it was noticed that more and more air was entering. After double-checking the whole system and taking a closer look during flushing, it appeared that air was entering somewhere near the 3-way-stopcock. It was decided to replace the sheath and the case was then finished without any consequences. The procedure was successfully completed. Delay due to the reported event was 15 minutes. Additional information was received stating there was no indication that air entered the patient¿s body, neither did the physician suggest anything like this. The physician and the lab staff prepared and flushed the sheath as they always do. They have been using the vizigo sheath regularly and for quite a while. Therefore, they know how to handle the sheath and bubbles. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed and nothing like this was reported so far. The needle used was the biosense webster heartspan 98cm (ref# fnd01905 / lot# e2675653). The patient was in on the table at the time of the delay. The physician¿s opinion, the delay did not contribute to a death or a serious injury. No intervention required due to the delay.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. When inserting the sheath into the body and trying to maintain a constant flow of heparinized saline, it was noticed that there was air in the flushing system of the sheath even though it was properly flushed during preparation of the sheath. When trying to flush again, it was noticed that more and more air was entering. After double-checking the whole system and taking a closer look during flushing, it appeared that air was entering somewhere near the 3-way-stopcock. It was decided to replace the sheath and the case was then finished without any consequences. The procedure was successfully completed. The bwi product analysis lab received the device for evaluation on 03-jan-2024. The device evaluation was completed on 08-jan-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).